Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator. It was reported that the patient was fully explanted and newly implanted with a full spinal cord stimulation replacement system on (B)(6) 2017 per the health care provider¿s clinical judgment. The health care provider wanted the manufacturer representative to verify that the implantable neurostimulator was dead prior to the procedure. The implantable neurostimulator will be returned. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type lead.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient estimated that the battery had been dead for one year and there was a change in stimulation coverage. The health care provider believed that the leads had migrated. It was also noted that a manufacturer representative had tried to jump start the battery, but could not restore it. There was a loss of effective coverage. The device was interrogated with the clinician programmer and there was no response from the battery on the day of the surgery. The manufacturer representative tried to perform an antenna locate function, but it was unsuccessful. The replacement of the entire system resolved all of the issues. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable neurostimulator (ins) was returned for analysis.

Manufacturer narrative:
Analysis of the ins (serial# (B)(4)) found that it is functioning within specifications but has reduced capacity due to over discharge{s}. The ins had no telemetry and no output when it was received for analysis. A normal recharge started after physician mode recharge{s} (pmrs). After recharging, there was good stable output from the ins and it passed the final functional test on the automated test console. The ins passed the final functional test on the automated test console. A lab functional test determined that no output was observed on any electrode pair. Once charging was complete, the ins output was again tested and good stable output was observed on the electrode pairs the ins had when it was received. Once charging was complete, the ins output was again tested and good stable output was observed on all electrode pairs referenced to the 0 electrode. After 1 pmr, the ins recharged normally. Analysis found the ins had reduced capacity due to 2 over discharges. The over discharge along with the amount of time the device was not used damaged the battery causing a rapid discharge the ins did not sync with a patient programmer. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. If information is provided in the future, a supplemental report will be issued.